Event description:
It was reported that a user experienced elevated blood glucose while using the ilet system with a steel cannula infusion set and requested guidance on changing the cartridge; tubing patency was confirmed with visible drops, the cartridge was replaced, and delivery was resumed, with education provided to monitor glucose. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond user troubleshooting, and no hospitalization or emergency care. Investigation included technical support troubleshooting and user guidance on cartridge change and infusion line verification. Investigation of this case revealed no device malfunction observed during troubleshooting and a plausible user-related or meal-related contributor. It was concluded that the event involved hyperglycemia with an unclear cause, and the device continued to operate as intended after cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.